Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left high resolution stereo viewer (hrsv-l) due to black screen. The hrsv-l did not have enough bright vision. The system was tested operated without error and verified as ready for use. Isi received the hrsv related to this complaint for evaluation, but failure analysis investigation has not been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received. A procedure log review was performed. Per the review, the following was confirmed: a prostatectomy - radical w/lymphadenectomy procedure was performed on system sk3849 on -september-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to vision issue in the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the left high resolution stereo viewer of the surgeon side console (ssc) displayed black image. The customer was advised to perform hard power cycle of the system if possible. The customer converted the procedure to another ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. The issue was identified when the surgeon sat in the console. There were no intra-operative or post-operative complications. The patient had no injury/ harm. Video recording of the procedure was not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the hrsv involved with this complaint to perform failure analysis. The hrsv was analyzed and found to have dark image on the left hrsv monitors when started up. The screen was almost black. The complaint regarding dark vision on the left hrsv was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.